Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted that the right atrial lead exhibited failure to capture, sensing failure and noise. Also it was noted that the right ventricular lead exhibited inadequate capture and r-wave amp variation. No intervention was performed. No further information available.